Manufacturer narrative:
This report is submitted on june 12, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during a MRI. The magnet was placed back into correct position without surgical intervention. The implanted device remains.